Event description:
The company has become aware of the following event: 2008, fiber tip of laser malfunctioned. No injury to the patient. Product distributed by company.

Manufacturer narrative:
Fiber tip of laser delivery system broke off. No injury to the patient. May have been due to operator technique.